Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00 x 16 synergy¿ drug-eluting stent, it was noted that the middle of the stent was bent. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine and has recovered.